Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Unknown, assumed 1st day of month that complaint was reported. Additional information received: the patient was readmitted for CT scan and observation. Patients presented with pain in front upper left quadrant and back pain. What appears to be a small gas pocket visible in CT scan high on staple line. The surgeon typically uses 2 green then 4 blue reloads. The patient never had to come into the hospital; no reoperation was required. The patient has a stent. There was no information about why the stent was placed; it was not reported to be due to the device issue. The patient is currently at home and is fine.

Event description:
It was reported that the initial sleeve gastrectomy went well. A gst60b and gst60b were used as well as buttressing material. The procedure was completed with no patient consequence. Three weeks post-op the patient was experiencing pain in the left upper quadrant. The surgeon ordered a CT scan, and it was noticed that there was a small gas pocket in the left upper quadrant area. The patient is currently not I the hospital, he is being monitored. The initial device was discarded.

Manufacturer narrative:
(B)(4). Additional information received: the patient did eventually come back 3-5 weeks post-op of the original surgery date to have an abscess drained that was located on the original staple line. The removal of the abscess was done in the or laparoscopically. The patient is at home and is doing fine. The sales rep stated that the size of the abscess was 10cm that was drained off of the staple line.